Event description:
It was reported to philips healthcare that during pt cardioversion, the pt went asystolic for 15 seconds and was unable to be paced. The pt went back to normal sinus and was discharged home.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.